Event description:
It was reported that the patient experienced a supra-ventricular arrhythmia related to the implant procedure. Emergency cardioversion was performed to address the issue and medication was administered. The patient's condition was unknown.